Manufacturer narrative:
The date returned for evaluation was reported as apr 26, 2018, the correct date is may 17, 2018. During further evaluation, it was determined that the bearings were worn out and corroded due to normal wear from use and servicing over time and the neuro tip leg was bent due to excessive lateral force be placed on the device causing it to bend, damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The date of this report was reported as may 10, 2018 in the initial medwatch report. This date has been updated to may 08, 2018. Upon further investigation of the device evaluation, it was observed that the device failed pretest for visual assessment, clamp, lock operation, clatter, vibration,temperature and the ball bearings had failed. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined because evaluation is still pending. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device bearings and neuro tip were damaged, the crani clamp was damaged (abrasion) and the ball bearings were worn. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.